Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had an infection in their nose and chest. The customer stated that the buttons do not respond. The customer could not get the dual square wave to turn off. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. All buttons functioning properly during testing. Keypad anomaly was noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Lcd connector was inspected and no anomaly was noted.